Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a disconnected extension leg was confirmed and the cause was determined to be use related. The product returned for evaluation was a 20ga x ¾¿ liftloc infusion set (w/ y-site). The sample contained usage residue throughout and the extension tube was disconnected from the needle base. Further evaluation confirmed that no remaining segment of tubing remained within the needle base and that the tubing had disconnected, and did not break. Tactile evaluation of the extension tubing found noticeable tensile strength loss as compared to a similar lab sample. Microscopic examination of the tubing region which had been attached to the needle base found that adhesive had been applied uniformly and in the correct location. The complainant had indicated that, ¿when patient work up, clothes and bedding was wet¿ and that the extension tube was discovered to be detached. The evidence observed on the returned device was supportive of the extension tube being pulled to the point of failure. No potential manufacture deficiency was observed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient was home receiving chemo through an auto pump. It was stated when patient woke up, clothes and bedding was wet. The patient noticed that the tubing had disconnected at the safety wing junction. No patient harm indicated.